Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump hit a wall and the touch screen became cracked and subsequently shutdown unexpectedly. Additionally, it was reported that the wake button became delayed in responding to presses. The customer's blood glucose level was over 550 mg/dl with moderate ketones. Contact assisted the customer in administering a manual injection. Reportedly, the customer continued to use the pump and had manual injections as alternate insulin therapy.